Event description:
Per dealer after it was installed it started making a loud noise and the battery is draining quickly. When inspected, the screw that holds the brake is loose so that caused the issues with the batteries since it's over working to accommodate the issue.